Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to be interrogated. The ICD was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage which was a result of premature battery depletion. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.